Event description:
A customer reported that they observed an error 4 message displayed on their freestyle flash meter during the insertion of a test strip. The customer also observed the low battery and booklet icons. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed.